Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found that the reaction bath oil bottle (rrv) cuvettes were overflowing. The cse removed and cleaned the vacuum (veov) valves and replaced a deformed diaphragm. The cse also removed the cuvettes and eliminated the oil bath water contamination. The cse then performed reaction cuvette washer checks and ran a cuvette blank operation. A siemens headquarters support center (hsc) specialist reviewed the event information and determined that there was no method or reagent issue. The hsc specialist concluded that the cause of the issue was due to overflowing of the rrv cuvettes and contamination of the oil reaction bath, caused by a bad diaphragm on the pump and a stuck veov valve. The issue was resolved by service. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant urea nitrogen, concentrated (un_c), wide range c-reactive protein (wrcrp), alkaline phosphatase_2 concentrated (alp_2c), enzymatic creatinine_2 (ecre_2), alanine aminotransferase, concentrated (alt_c), concentrated cholesterol (chol_c), and glucose oxidase, concentrated (gluo_c) results were obtained on multiple patient samples on an advia 2400 instrument. All samples except for sample ID (B)(6) were repeated on an alternate instrument, resulting different than the initial results. Sample ID (B)(6) was repeated on the same instrument, resulting higher than the initial result. There are no reports of patient intervention or adverse health consequences due to the discordant un_c, wrcrp, alp_2c, ecre_2, alt_c, chol_c, and gluo_c results.